Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had overheating. Customer's blood glucose value was 228 mg/dl at the time of the incident. Customer stated that battery compartment was overheating the customer was assisted with troubleshooting for overheating. Product will be returned device for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump was monitored and functioning properly. No device/battery heating up noted during testing. (B)(4).